Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00800-1, 0001032347-2018-00839, and 0001032347-2018-00840.

Event description:
It was reported the right angle screw drivers are stuck. This was identified during restocking in the sterile processing department (spd). There was no patient involvement.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. The product identity was confirmed. The screwdriver was visually evaluated. The screwdriver was in good overall condition, with minimal scratching on the handle and the head assembly. The driver was functionally tested by rotating the knob in both the clockwise and counter-clockwise directions. The knob rotated very easily with no resistance and it was observed that the internal collet rotated freely with the knob rotation. The product functioned as intended, therefore the complaint is unconfirmed. The device history record (DHR) was reviewed and no discrepancies were found. The complaint was not confirmed as the device analysis indicated that the device met specification. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00800, 0001032347-2018-00839, and 0001032347-2018-00840.